Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of two (2) amia cassettes were off of the patient line, laying loose inside the individual packaging. This was observed prior to patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) device was received for evaluation. The second device was not received for evaluation; therefore, a device analysis could not be completed. A visual inspection was performed on the returned sample, and it was noted that the green pull ring cap was dislodged from the patient luer connector and loose inside the unopened pouch. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.